Event description:
I underwent a total hip arthroplasty on my right hip on (B)(6) 2007 involving the parts listed on the continuation page. I had to have a revision surgery on that hip on (B)(6) 2018. The implant on (B)(6) 2007 was all smith & nephew components in a metal-on-metal configuration, including the following components: a smith & nephew metal on metal implant involving very similar parts is still in the left hip. Bhr acetabular cup with impactor 52 mm diameter ((B)(4); lot no. 74037); modular head 48mm diameter ((B)(4); lot no. 10542); synergy porous high offset femoral component size 12 ((B)(4); lot no. 07cm00783); modular head sleeve +0mm ((B)(4); lot no. 11041). On (B)(6) 2018 I had a revision surgery on my right hip and removal of femoral head component.